Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's system would not keep a charge, so the patient desired a full system explant. The patient thinks this took place back in 2013-2014. The factors that led to this were unknown, and the issue has been resolved at the time of this report. No further complications were reported. No patient symptoms were reported.